Manufacturer narrative:
The reported event of ¿lead would not progress through the septum. The helix appeared to bend¿ was confirmed. As received, a complete lead was returned in one piece with the helix found extended, bent, and clogged with blood. The visual and x-ray examinations found the helix was bent consistent with procedural damage. The cause of the reported event was consistent with procedural damage.

Event description:
It was reported that during the (left bundle branch area pacing) lbbap implant procedure, the lead did not progress through the septum. The helix appeared to bend at an oblique angle from the rest of the lead. The lead was not used. A new lead was replaced and implanted. The patient was stable throughout the procedure.

Event description:
New information received that fluoroscopy was performed during the procedure.